Event description:
Patient was revised to address infection.

Manufacturer narrative:
Corrected narrative the customer reports the patient was revised to address infection. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (left hip). The device associated with this report was not returned. Review of the sterile certification records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address loosening of the stem at the cement/implant interface, osteolysis, and poly wear. Competitor cement was used in the primary surgery. Doi (B)(6) 2000 - dor (B)(6) 2012. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no similar reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.